Manufacturer narrative:
A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event a review of the applicable d-eura indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked the following information was provided by the initial reporter: (B)(6) 2024: while draining fluid from an infusion tube prior to administering an infusion therapy operation to a patient, fluid leaked out of the indwelling needle hose connection; the indwelling needle was immediately replaced and restarted. There was no apparent harm to the patient.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.